Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. The lead was tested and no anomalies were detected. Patient was asymptomatic and monitoring will continue with routine follow ups.